Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient further reported that she continue to have issues. When she has metal exposure, the flare leads to oozing, infection and antibiotics.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D7a: unknown.

Event description:
Updated event description: device report from synthes reports an event in canada as follows: it was reported that on (B)(6) 2018, the patient was implanted with a tibial plateau plate and 9 screws to treat the right knee tibial plateau fracture, schatkzer iii. Three (3) months after surgery patient had a rash and was diagnosed with allergic reaction to the implants. She had to take antibiotics for infection. The plate and screws were successfully removed on (B)(6) 2020. The patient states she is feeling much better but still has some issues. This report is for (1) 3.5mm proximal tibia plate 8 holes/right. This report is 9 of 10 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a consumer. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient had a tibial plateau plate and 8 screws, 3 months after surgery she had a rash and was diagnosed with allergic reaction to the implants. She has to take antibiotics for infection. The plate and screws were successfully removed in (B)(6) 2020. The patient states she is feeling much better but still has some issues. This complaint involves nine (9) devices. This report is for (1) unk - plates: tibia. This report is 9 of 9 for (B)(4).